Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported by patient's counsel as a result of a legal claim that on (B)(6) 2009 the patient underwent a left tha with an accolade tmzf stem and lfit v40 femoral head and was revised on (B)(6) 2019. The revision operative report noted fretting corrosion on the taper and the inside of the femoral head and pitting of the trunnion.